Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 38 mg/dl. Reportedly, low bg was due to the pump settings needing adjustment. Additionally, customer incorrectly calculated how much insulin was needed to address meals, via bolus delivery. Customer consumed fruit juices and applesauce to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.